Event description:
The customer reported that the system intermittently would not produce x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer diagnosed the male connectors pins on the workstation cable as requiring replacement. The ge svc rep delivered replacement parts for the customer to install. No system function verification was provided by the customer.